Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), alopecia ("hair loss"), rash ("rashes"), arthralgia ("joint pain"), myalgia ("muscle pain"), feeling abnormal ("brain fog"), fatigue ("severe fatigue") and abdominal distension ("bloating") and was found to have weight increased ("I have gained over 60lbs"). The patient was treated with surgery (hyst. (Full), oophorectomy (bilateral), sapling. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, tooth disorder, alopecia, rash, myalgia, feeling abnormal and weight increased outcome was unknown and the menorrhagia, arthralgia, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, myalgia, pelvic pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: reporter, new events, "severe fatigue" and "bloating" were added, the outcome of event "joint ain" was changed as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), alopecia ("hair loss"), rash ("rashes"), arthralgia ("joint pain"), myalgia ("muscle pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (hyst. (Full), oophorectomy (bilateral), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, tooth disorder, alopecia, rash, arthralgia, myalgia and feeling abnormal outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, feeling abnormal, menorrhagia, myalgia, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: patient received treatment for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, dental problems, hair loss, rashes, joint pain, muscle pain, brain fog. Event outcome added menorrhagia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), alopecia ("hair loss"), rash ("rashes"), arthralgia ("joint pain"), myalgia ("muscle pain"), feeling abnormal ("brain fog") and abdominal distension ("bloating") and was found to have weight increased ("I have gained over 60lbs"). The patient was treated with surgery (hyst. (Full), oophorectomy (bilateral), salping. (Bilateral)). Essure was removed on 11-jun-2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, tooth disorder, alopecia, rash, arthralgia, myalgia, feeling abnormal, weight increased and abdominal distension outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, feeling abnormal, menorrhagia, myalgia, pelvic pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received- new event I have gained over 60lbs, bloating were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.